Event description:
Cardiac patient on 100% pacing via epicardial leads. When moved patient from supine to hob [head of bed] raised pacer stopped. Immediately placed in supine and they started. Leads and transcutaneous pads checked for good contact, no concerns, raised patient again and repeat of above, immediately lowered and changed out unit. No further incident, no harm to patient.